Event description:
It was reported that the patient received a tms implant on (B)(6) 2012 at the c5-c7 levels along with invizia plate. The patient was revised at the c6-c7 level for subsidence.

Manufacturer narrative:
Investigation in process.